Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were successfully implanted. The tr was reduced to grade 1-2 post procedure. On (B)(6) 2025, it was observed in transthoracic echocardiography imaging that second triclip had single leaflet device attachment. (Slda) from the septal leaflet. The tr has increased to grade 2. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were successfully implanted. The tr was reduced to grade 1-2 post procedure. On (B)(6) 2025, it was observed in transthoracic echocardiography imaging that second triclip had single leaflet device attachment. (Slda) from the septal leaflet. The tr has increased to grade 2. There was no clinically significant delay or adverse patient effects. No additional information was provided.